Event description:
Boston scientific crm received information that this right atrial lead was not sensing or capturing. It was suspected that the lead had dislodged. No adverse patient effects were noted. Information was later received that this lead was fractured. Information was later received that this lead was explanted as the lead was coiled in the pocket. No adverse patient effects were noted.